Event description:
It was reported that the patient underwent surgery to treat a rib fracture on (B)(6) 2014. During this surgery the patient was implanted with a titanium matrix rib plate and two 2.9mm titanium matrix rib locking screws. On an unknown date, an x-ray revealed the screws had migrated (backed out). The plate and screws were explanted during a previously scheduled surgery on (B)(6) 2015. The plate and screws were intact after removal and the patient did not require any further intervention or implants. There were no incidents during the revision/explant surgery that resulted in surgical delay. It was reported that the surgeon had planned to remove the plate and screws as part of the patient¿s scheduled treatment plan. This is report 2 of 3 (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: patient initials are (B)(6). Patient weight was not provided by reporter. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.